Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose of 460 mg/dl with small ketones and polydypsia. Reportedly, the patient remained on pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and/or temporary basal settings and the bolus settings were incorrectly programmed in the pump. It was also determined that there were cancelled boluses in the pump¿s history that the patient was aware of. The basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the pump was correctly calculating the recommended bolus total. The reporter also stated that the patient was sick at the time of the call with a head cold. Cts determined that the current sickness and a change in physical activity level without adjustments to their insulin regimen contributed to the bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia due to user error in the basal and bolus settings being incorrectly programmed in the insulin pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.